Event description:
It was reported that during a ptca procedure, the tip of the floppy rtw guide wire separated inside the patient. The physician was ablating (size of burr unk) in the lad lesion when the spring tip of the floppy rtw guide wire separated inside the patient. The tip was successfully removed with a snare. No patient injuries or complications were reported. Patient status listed as "fine".

Manufacturer narrative:
The wire has not been received for analysis. If any additional information is received, a supplemental MDR will be filed.